Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of keypad not working and low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a failed keypad and loose speaker which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of keypad not working and low audio was observed. No additional information is available.